Event description:
A customer contacted baxter's global technical service center requesting assistance. The home patient (hp) needed help connecting the bags using the compact exchange device (cxd). The technical service representative (tsr) walked the hp through the use of the device. When the tsr had the hp close the door and pull the handle back and then push the handle forward, the hp stated the spike would not go into the bag. The tsr asked the hp where the spike was, but the hp was unable to explain where the spike was. The hp tried again with new supplies, but the tsr was unable to talk the hp through connecting the bags with the cxd. The hp stated the spike was going over the top of the bag port. The tsr would swap the cxd and would send the hp another cxd device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra meter. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, but was only able to obtain/verify limited information. The patient disconnected the call with the mss. The patient indicated that the alleged issue started on (B)(6) 2010, at 3:00 pm. The patient claimed that he developed a symptom of shakiness 10-15 minutes after the alleged issue began. The patient denied that he received any treatment because of the alleged issue. The patient informed the mss that the meter would work sometimes. It is not known if the patient was able to test his blood glucose between the times the alleged issue began and when the symptoms developed. Through troubleshooting, the customer service representative (csr) determined that the meter's battery needed to be replaced. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.